Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 457 mg/dl, at the time of incidence. Customer reported that they received compromised forced sensor alarm and motor got stop during manual prime. Customer reported that the insulin was squirting out during manual prime. Customer was stuck in prime loop and in the rewind process. The drive support cap was normal. Force sensor did not detect the reservoir during seating. Customer reported blank screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.